Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab insertion difficulty is confirmed. The intra-aortic balloon catheter (iabc) was returned with multiple bends to the central lumen. The damaged iabc can result in difficulty inserting the iabc through a sheath. All sheaths returned with the device passed specifications. The returned intra-aortic balloon catheter (iabc) bladder membrane passed dimensional and functional inspection. The root cause of the bends is undetermined. A potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the catheter was difficult to advanced in the sheath. It was noted that the catheter cavity was bent when the user pushed to the end of the balloon. As a result, the user changed to a new device to finish the procedure. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was difficult to advanced in the sheath. It was noted that the catheter cavity was bent when the user pushed to the end of the balloon. As a result, the user changed to a new device to finish the procedure. There was no report of patient complications, serious injury or death.